Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with persistent dry eyes. The pt experienced dry eyes in spite of using artificial tears frequently. An additional eye medication was prescribed to treat the event. In a follow up, the optometrist reported that the pt is doing better and is no longer having any issues. There are two medical device reports associated with this event. This report is for the right eye.